Event description:
On (B) (6) or (B) (6), the pt was near an MRI room when it opened. The pt stated she "felt it going into my head." Since then, she could not increase or decrease the stimulation; she had no stimulation sensation. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).